Event description:
Customer called to report that the insulin pump alarmed false alarms and the sensor was not correct. Customer stated that the insulin pump was alarming the customer's blood glucose was low, but in fact it was high. Customer's blood glucose reading was 490+ mg/dl. Customer stated that the insulin pump alarmed threshold suspend. Customer was not hospitalized. Customer declined to troubleshoot nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.